Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrode had white film was all over the handle after it was cleaned. The issue was found after reprocessing. No harm reported.